Manufacturer narrative:
A third-party service agent evaluated the customer's device and verified the reported issue. After replacing the therapy pcb assembly and other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The replaced therapy pcb assembly was requested for return to physio control for further evaluation at our product analysis center (pac). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third party service agent contacted physio control to report that their customer's device would not pass the user test. Upon initial evaluation, third party service agent observed that the device would not deliver defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The replaced therapy pcb assembly was further evaluated by physio control. It was observed that there was a mini explosion on the therapy pcb assembly and capacitor c77, diode cr44 and lilter fl8 were blown open. The cause of the reported issue was determined to be electrically damaged parts in energy charge circuit on the therapy pcb assembly.

Event description:
The third party service agent contacted physio control to report that their customer's device would not pass the user test. Upon initial evaluation, third party service agent observed that the device would not not deliver defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.